Manufacturer narrative:
The actual device has been received for evaluation. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 is referenced. A review of the device history record and shipping inspection record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device under evaluation

Event description:
The user facility reported breakage of the glidewire device. Follow up communication with the user facility confirmed the following information: the physician was using the rnts wire during a pci and the distal end of the wire broke off into the patient; they were successfully able to retrieve the wire; the wire was able to be removed on its own; the procedure was successful; and the patient was reported to be "ok". Additional information was provided 2/18/2017: the physician reported he pulled back the wire after deploying a stent and the wire broke off at the duocore joint and the platinum coil was determined to be wrapped around the distal end of the stent. The distal portion of the wire along with the distorted stent was retrieved through open heart surgery. A nurse in the case reported that the physician lost wire access many times throughout the case and while deploying stents and the wire became entangled within one of the stents. The nurse reported that he tried to pull the wire out multiple times, applying more force each time. He made phone calls to other physicians to come to observe the case and offer advice. The nurse reported he did not take the advice, and instead pulled back one last time with all his effort and only the proximal wire above the duocore joint came out.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the actual device evaluation results. (B)(4). In the initial report, is was reported that the device was fractured but no fracture was observed on the returned sample. Visual inspection revealed no defects. Magnifying inspection of the platinum coil segment revealed that the coil had become elongated at approximately 27 mm from the distal end. The portion distal to the elongated segment was found to have been deformed into a wave-like shape. It was noted that the coil had been kinked with the coil pitch widened at approximately 2.5 mm and 5.0 mm from the distal end of the device. Magnifying inspection of the stainless steel coil segment revealed no anomalies, including elongation or jumbling of the coil. The outside diameter of the undamaged segment of the platinum coil was measured and confirmed to meet manufacturer specifications. The outside diameter of the stainless steel coil segment was measured and confirmed to meet manufacturer specifications. Due to the damage generated on the platinum coil segment, the sliding resistance of the actual sample could not be determined. The retention sample of the involved product code/lot# was subjected to the sliding resistance test and confirmed to meet manufacturer specifications. Functional testing was conducted. A factory-retained runthrough ns sample was exposed to a compressive force by being sandwiched and compressed with the fingers (to simulate the situation where the actual sample was sandwiched between the vessel wall and the involved stent), as a result, the coil became kinked with the coil pitch widened. A factory-retained runthrough ns sample was subjected to a pulling force in the proximal direction in the state of its distal segment on the platinum coil segment around 10 mm from the distal end being trapped with forceps. The platinum coil was elongated and the coil pitch became widened at approximately 27 mm from the distal end with the deformation into the wave-like shape of the portion distal to the elongated coil segment. The state of the kink and deformation observed was similar to that of the actual sample was duplicated. As a cause of this complaint, it is likely that the actual sample was trapped on its distal segment due to some factor, including entangling of the distal segment in the existing stent, when the distal segment of the actual sample was sandwiched between the vessel wall and the stent, resulting in the generation of the kinks of the coil with the coil pitch widened on the distal segment of the platinum coil. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "manipulate the runthrough ns slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under high resolution fluoroscopy. Manipulate the runthrough ns carefully when crossing it through a deployed stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.